Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v890309, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer initially reported on (B)(6)the device moved within or from the pocket. No one particular event was believed to have prompted this. Symptoms included pain in the patient's buttocks and privates from the stimulation; the pain was described as a ten, burning, constant and pulsating. Turning stimulation down did not help. The patient went to her regular doctor and they advised her to call manufacture representative. A possible device removal was considered by the patient. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the consumer reported having trouble with the device "since last year" as it interfered with the nerves in their back and legs. Cause, actions, and outcome remain unknown.